Event description:
It was reported that a patient sustained a viral outbreak on the face after treatment with an ultrapulse encore laser. It was further reported that the patient did not disclose their predisposition for viral outbreaks to the user facility prior to treatment and refused to take the prescribed antiviral medication after treatment and disclosure of the predisposition.

Manufacturer narrative:
An evaluation of the event details by a lumenis medical subject matter expert concluded the root cause of the reported event to be failure of the patient to take the antiviral medication prescribed by the user facility. An examination of the subject device by a lumenis technical expert concluded the device operated within specifications and functioned to finished goods specifications.